Event description:
It was reported the EKG (electrocardiogram) port is not working. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the EKG port was loose on the link electronic module (lem) board.